Event description:
Reportable based on device analysis completed on 05-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 3.5x15mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were noted and the patients status was stable. However, returned device analysis revealed shaft break. Device evaluated by manufacturer: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube at 81.2cm from the hub. The hypotube is separated 83.3cm from the hub. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.